Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of stroke, dizziness, and visual changes could not be conclusively established through this evaluation. Review of the submitted images confirmed findings consistent with extrinsic outflow graft obstruction (eogo); however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted CT image appeared to capture a buildup of material between the proximal graft and bend relief, consistent with an extrinsic outflow graft obstruction. Additionally, the submitted photograph captured what appeared to be biological material in a container, consistent with the report that biodebris was cleared between the outflow graft and bend relief. A corrective action/preventative action investigation has been opened to further investigate extrinsic outflow graft obstructions. Actions have been taken to prevent reoccurrence. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including stroke. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Chapter 6, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient underwent surgery on (B)(6) 2026 to clear bio debris from between outflow graft and bend relief. Flows improved by 0.5 to 1 liter per minute.

Event description:
There were no changes to patient condition or anticoagulation status suspected that may have contributed. International normalized ratio (inr) had been controlled and there were no other medication issues that would contribute. There were no recent speed changes prior to surgical date. Despite the obstruction, flow, pulsatility index (pi), and power were all within normal range in the months leading to the surgery. The obstruction/eogo was resolved once the bio debris was cleared out from the space between the outflow graft and bend relief. There were no new issues since then.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a computed tomography (CT) was done on (B)(6) 2025 for dizziness and showed an incidental finding of a remote stroke in the posterior mid right cerebellum. Since then, the patient had continued to complain of dizziness and visual changes. A CT angiography was performed to assess the outflow graft on (B)(6) 2025. The outflow track from the device to the aorta had extensive thrombus in it and a moderately severe stenosis. The team discussed the case at a committee meeting and was felt to be extrinsic outflow graft obstruction (eogo). Outflow graft revision surgery was planned for (B)(6) 2026. The doctor planned for left anterior thoracotomy with exploration of the bend relief and outflow graft with debridement of thrombus, possible embolectomy of the outflow graft with cardiopulmonary bypass standby.